Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is cracked. Reportedly, contact is unsure how it became damaged. The customer¿s blood glucose was not impacted. Reportedly, the customer would continue use of the current pump for therapy.